Event description:
It was not possible to obtain accurate thread engagement 45 minute delay to surgery time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.